Event description:
It was reported that every time the customer put air in the cuff during the use of the product, it deflated. No patient injury. No additional information is available for this complaint.

Event description:
It was reported that every time the customer put air in the cuff during the use of the product, it deflated. No patient injury. No additional information is available for this complaint.

Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. It was determined that it was a supplied items fault. DHR review was done, no issues related to the original complaint were found.